Event description:
A report was received that the patient was experiencing pain and a lot of soreness at the implant site. It was also reported that the ipg was making the stomach muscle sore and caused discomfort at the side. The patient tried lidoderm patches but without much relief. The patient will undergo a procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain and a lot of soreness at the implant site. It was also reported that the ipg was making the stomach muscle sore and caused discomfort at the side. The patient tried lidoderm patches but without much relief. The patient will undergo a procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain and a lot of soreness at the implant site. It was also reported that the ipg was making the stomach muscle sore and caused discomfort at the side. The patient tried lidoderm patches but without much relief. The patient will undergo a procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that stomach muscle soreness was not caused by the device.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.